Event description:
It was reported the coil could not be inserted into the catheter. Upon removal, the coil detached. No patient injury reported.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of channel a out service and determined the root cause to be a faulty pump head module. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of channel a out service as failure code 812:02, which interrupted delivery. The root cause was determined to be a faulty pump head module. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.additional information: review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the originally reported occurrence date of (B)(6) 2010.

Event description:
The facility representative reported a colleague infusion pump with a reported condition of channel a out of service during clinical use. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version (B)(4) which is classified as unremediated. No additional information is available.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report numbers 3005099803-2010-04783, 3005099803-2010-04785, and 3005099803-2010-04799 address the other devices.it was reported to boston scientific corporation on (B)(4) 2010 that an endostat foot switch was used during a polypectomy procedure performed on (B)(6) 2010.according to the complainant, two polyps were removed from the patient's colon with no apparent complications. However, the complainant reported that there was no evidence of blanching when cautery was activated. The physician believed that there may have been an issue with the generator. Several hours later, the patient was admitted to an emergency room due to bleeding, and a hemostasis probe and separate generator were used to resolve the bleed. It was reported that neither a transfusion nor hemostasis clips were needed.the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).